Event description:
Rptr was hospitalized 10/16/92, 10/31/92, 7/30/93, 5/8/94, 5/27/94, and 6/20/94 supposedly for severe asthma and anaphylactic-type reactions. On 9/12/94 rptr was diagnosed with a severe latex hypersensitivity and have since had another anaphylactic reaction to latex. She was working on a med-surg floor with continuous latex exposure up until diagnosis.